Manufacturer narrative:
MDR 2183456-2019-00025 has been filed past the 30-day timeframe. Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occurred, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two (2) year retrospective review of complaints was performed to determine which complaints required submission of an MDR. MDR-2183456-2019-00025 was submitted as a conservative measure due to the recalls tied to this issue.

Event description:
An ad-tech clinical specialist observed a case in which a bit and guide (which were tested for fit prior to use by the user and were acceptable) fused. They were able to swap out the guide for their backup, use irrigation, and were able to complete the remaining trajectories without any additional fusing. There was no patient harm.